Manufacturer narrative:
The warehouse manager stated the caster stem broke off and was stuck where it threads into the leg of the base. The root cause of the caster stem breaking was not able to be confirmed. The end user did get a quote for replacing the base but the owners decided not to replace it. The lift is not being returned. The warehouse manager stated considering the age of the lift, he destroyed and scrapped it.  The portable patient lift and sling owner's manual states, "casters and axle bolts require inspections every six months to check for tightness and wear" and "there is no adjustment or maintenance to the casters, other than cleaning, lubrication and checking axle and swivel bolts for tightness. Remove all debris, etc. From the wheel and swivel bearings. If any parts are worn, replace these parts immediately."

Event description:
Dealer states that on one side of the lift the casters have snapped off. Dealer does not have any information as to how this has happened. Unit is privately owned and used in a private home.